Manufacturer narrative:
This report is being submitted to relay device evaluation results and additional information. The following sections are being reported: h6: component code was added: 4755. H6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. The product was returned and the reported event was confirmed following visual and pictorial evaluation. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when the unit left zimmer biomet. DHR review for the lot (1226159) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot (1226159) for similar complaints/events and no other complaints were identified. Functional testing could not be performed since the device was fractured. Therefore, the reported event could not be recreated. Based on the investigation, risk review and IFU, the most likely causes determined from the investigation are improper techniques used during placement or use of implant outside of intended use. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k113753/k112160. Fax number unknown / not provided.

Event description:
It was reported that the patient came into the office with a loose implant bridge in hand and the implants at tooth sites #7 & 10 were fractured. Implants were removed.